Event description:
This adverse event occurred in a radiation oncology department of a hospital. It relates to the constriction of a device known as a fletcher-suite delcos style applicator (brachytherapy applicator) manufactured by varian. The device is used for brachytherapy treatment of cervical and endometrial cancer. The prescription for this pt was 400 cgy per fraction to point a (treatment site) for four fractions. The fractions were delivered on 4 separate visits. In the first f/u visit after completing the fourth treatment visit, the physician discovered unusual skin reaction that was reported as excoriation on the labia majora bilaterally symmetrically and an erythematous reaction on the thighs bilaterally, laterally and cranially agreeable to radiation reactions. Searching for possible reasons for any cause of this skin reaction, planning and dosimetry was reviewed, dwell positions and source positions were checked for accuracy. All were considered normal. The guide devices were then checked. Two of the devices used were blocked when a guide wire was inserted at approx 9 cm from the tip of the device. Since the catheter is closed end, neither the brachyvision system (treatment computer) nor the staff could realize that the source was not positioned correctly to start dwelling from the end of the device where it is always intended to be the start position. The dose to point a was calculated. It was decided that only the last session had been problematic based on the pt's skin reaction and timing of the occurrence. The eventual dose to point a over four treatments was determined to be 1394.2 cgy versus the intended 1600 cgy. The dose to the skin not intended to receive radiation, where the skin erythematous reaction was observed, was calculated to be 1251.0 cgy to the right thigh and 1273.9 cgy to the left thigh. Upon confirmation that the devices used for this pt were constructed, the physician informed the pt of the problem as well as the referring physician. The (B)(6) contacted the state department of health and also discussed with the radiation safety officer. The pt experienced moderate skin irritation but not long term effects. The MFR was contacted and they filed a medwatch report with the FDA. Two major steps were taken to eliminate this problem from recurring. First, a dummy catheter cut to the exact size of the device length was made to be inserted in the tube after the physician places the device in the pt's body cavity. This will insure that any blockage will be detected before the pt is taken to the treatment room. The catheter used for this dummy check device is the same as the one used for the actual treatment, however, it is not loaded with treatment material. Second, the actual catheters used for treatment using the devices are now painted at the level where the maximum insertion point should be. This will assure the therapists, physicist and physicians that the catheter has been inserted inside the device to the exact maximum level. (B)(6).